Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to connect luer lock infusion sets with t:lock cartridges. Reportedly, customer went to the emergency room with a blood glucose of over 700 mg/dl. Customer was treated with intravenous insulin drip. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.